Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to have delivered inappropriate shocks due to an atrial arrhythmia with rapid ventricular response (rvr). This ICD remains in service. No additional adverse patient effects were reported.